Event description:
Ous MDR: it was reported there had been a pocket revision on (B)(6) 2014. This is all of the information that was provided. There are no implant, explant or event dates. The device was not returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.